Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that the aortic neck was 28 mm at implant and the graft was placed 3 to 4 cm below the renal arteries. The aneurysm had reportedly shrunk in size after the initial implant. It was reported that a recent routine follow-up cta showed that the graft had migrated less than 1 cm distally with a type I endoleak, although the pt was stable. Enlargement of the aneurysm sac to 5.3 cm was noted, and the aortic neck is now 31 to 32 mm in diameter and straight. The cause of migration is reported to be the aortic neck dilatation and aneurysm expansion. The physician elected to implant an aneurx aortic cuff and a talent thoracic stent graft for extra length, which successfully resolved the endoleak and migration. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Intervention required. Evaluation: results: endoleak, graft migration. Aortic neck dilatation and aneurysm expansion. Evaluation: conclusion: aortic neck dilatation and aneurysm expansion.